Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced catheter damage/deformation. The following information was provided by the initial reporter: material no: 382534 ;batch no: unknown. Cannula is sheered and kinked.

Manufacturer narrative:
H6: investigation summary: bd was unable to  perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced catheter damage/deformation. The following information was provided by the initial reporter: material no: 382534; batch no: unknown. Cannula is sheered and kinked.